Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. The cable crimp was not missing. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.

Event description:
It was reported that during a da vinci surgical procedure, the wrist pin on the large needle driver instrument was found to be broken. There was no allegation that any fragment(s) from the instrument fell into the patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument.